Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "dirt on the marking area of the barrel was found upon unpacking."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "dirt on the marking area of the barrel was found upon unpacking."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.